Event description:
It was reported that during angioplasty of an in-stent restenosis, balloon material unraveled after the first inflation of the balloon. The stent graft appeared to be intact after the event. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No product details (lot and/or product catalog number) have been provided; therefore, a device history record review could not be performed. The investigation is currently underway.